Event description:
The hospital reported during procedure, that the vasoview hemopro 2 cautery worked then didn't work. Troubleshooted and then worked. Then piece of silicone broke off of the jaws. Piece was removed from patient. Ended up opening new device. There was a procedural delay to open new kit.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working, they disconnected the extension cable and re-connected. The cautery then worked again. Then piece of silicone broke off of the jaws. They used the hp2 device to remove piece from patient. There was no intervention performed. The patient's outcome is good. Ended up opening new device. There was a procedural delay to open new kit.

Manufacturer narrative:
Corrected section: h6 - health effect ¿ clinical code from "4580" to "4582"; h6 -medical device ¿ problem code from "3190" to "1198".

Manufacturer narrative:
Tw # (B)(4) updated sections: the device was returned to the factory for evaluation on 05/08/2025. An investigation was conducted on 05/08/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no peeling observed on either the hot or cold jaws. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failures "electrical /electronic property problem" and "peeled; delaminated; jaw" were not confirmed. The lot # 3000456894 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a